Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the transactions were not crossing back and communication was lagging, resulting in delayed and inaccurate medication transaction data. A technical support specialist verified that bd services were running on the es server, ran server queries, confirmed the issue was being addressed by a larger team, and coordinated case closure with the customer. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, transaction was lagging in communication. Medication was filled 2 hours, but it still reported need to fill. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.